Event description:
The customer contacted the distributor to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would not power on as expected. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to heartsine for evaluation and reported issue was confirmed. It was observed that the solder joint on j12 pin of the membrane pcba was fractured which caused the reported issue. This device was scrapped and the customer received a replacement.